Event description:
Per spontaneous communication, pt's pump broke. Pt was able to successfully infuse dose via manual push. No reactions, no shortness of breath. No adverse events. Pt tolerated well. No medication wasted. New pump for delivery on 03/29/2019. No other info known/reported. Reported (B)(6) by pt/caregiver.